Manufacturer narrative:
Unit alarmed drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. During the rewind due to corroded motor. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Per visual inspection found traces of corrosion on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. Blood glucose was unknown. The insulin pump will be returned for analysis.